Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported there was "no screw or not the possibility to screw and lock the lead." The issue occurred during the procedure. The implantable neurostimulator (ins) was never implanted and the surgeon decided to use a different ins. The issue was resolved.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the grommet was damaged. Grommet material was blocking access to the setscrew. The setscrew was not able to be tightened until the damaged grommet material was cleared away.